Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The customer replaced the ac power module which resolved the failure. As of (B)(6) 2010, there have been no further reports of this issue from this customer site.